Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with two coaguchek inrange meters (serial number (B)(4) and an unknown serial number). A sample from the patient was tested in the laboratory using the neoptimal method, resulting in a value of 2.9 inr. In less than 3 hours after laboratory testing, samples from the patient were tested using the meters. The result from meter serial number (B)(4) was 4.1 inr and the result from the meter with unknown serial number was 4.3 inr. The patient's therapeutic range is 2 - 2.5 inr.